Event description:
The sizer/impactor instrument with a metal handle and a silastic or plastic head was introduced into the knee joint for sizing purposes and as it was extracted, the plastic portion stayed within the knee joint. On inspecting this, it was apparent that the pin that held the plastic in the metal handle was missing. Careful inspection of the knee joint arthroscopically and radiographically revealed no evidence of the pin which presumably had come out and been lost prior to procedure and had not been noted. Examining one of the other sizers, dr. Gently pushed the pin with a hemostat and the pin fell out into dr's hand. Dr. Felt that the construction/engineering was not appropriate to be used intra-articularly, because of the risk of this small metallic pin being lost within the knee joint.